Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial(B)(4) and is labeled as an investigational device only."

Event description:
As reported via the department of safety, this patient experienced a vascular injury -"vessel was damaged during the procedure. Probable device relation, which was resolved."

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.